Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) a cook fusion omni-tome pre-loaded sphincterotome was used. After advancing the sphincterotome through the working channel of the duodenoscope, the image on the screen showed the sphincterotome had a piece of material vertical to the catheter. After removing from the duodenoscope they noticed that the piece of material was not a metal piece but a plastic piece [of the catheter]. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report of damage to the catheter at the distal end. A close visual examination showed a piece of catheter material protruding from the distal cutting wire insertion. The excess material was barely visible without magnification and measured to be 0.5 mm. The magnified examination also revealed the cutting wire had slid towards and split the catheter lumen. Blackening in the cutting wire was observed suggesting cautery was applied. A discrepancy or anomaly that could have contributed to the reported event was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. Damage to the catheter by the cutting wire can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment. "Note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device". If the elevator of the endoscope remains in the closed up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to damage of the catheter by the cutting wire. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to catheter damage by the cutting wire include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment. "Note: do not exercise handle while device is closed or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable". Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.